Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reseated spider fiber cable into common computer controller (ccc) on the surgeon side console (ssc) to correct the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the system was giving error codes. The tse initially saw only a 32321 error and instructed the caller to power down the system and perform a hard power cycle, then to disconnect and reconnect all blue fiber cables. The system then powered on normally with no errors. After reviewing the logs, the support engineer noted 319 errors from the surgeon console and communicated that the error could possibly return, leaving use of the system to the surgeon¿s discretion. Later, the csr contacted the tse and stated that when the customer plug the blue fiber into the left blue fiber cable port of the surgeon console, the console does not power on. The procedure was converted to another dv system.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a disconnected spider cable into the ssc ccc. This issue can be resolved by fse service of the system to reseat the cable.